Event description:
On (B)(6) 2011, patient reported that he believes the infusion device delivered unintended insulin. He woke at 4:00 a.m. On (B)(6) 2011 and his blood glucose was 141 mg/dl. He noticed there were only 2 units of insulin remaining in the cartridge at 6:00 a.m., and he changed the cartridge. He began to experience hypoglycemic symptoms at 7:30 a.m. He was sweaty, weak, and could not think clearly, and his blood glucose was 39 mg/dl. He turned off the infusion device, ate breakfast and drank juice. His blood glucose was 41 mg/dl at 8:06 a.m., and he ate a cookie and a peanut butter bar. His blood glucose was 62 mg/dl at 9:07 a.m. Patient's target blood glucose is 100 mg/dl. The infusion device history was reviewed, and there was a bolus of 3.0 units on (B)(6) 2011 that patient said, he did not deliver. He believes he programmed an extended bolus of 3 units at 9:00 p.m. For 4 hours but reported this might have been done at 10:00 p.m. The infusion device did provide a cartridge low (a1) alert at 11:41 a.m. On (B)(6) 2011. No product issues were revealed during troubleshooting, and patient was encouraged to speak with his physician regarding the low blood glucose readings. The infusion device was replaced and requested for evaluation. Follow-up was completed with patient on (B)(6) 2011. Patient reported his blood glucose returned to normal using the alleged infusion device. Patient was advised to return the alleged infusion device as soon as possible, and patient said he would not switch to the replacement infusion device until the old one "stops working." Patient did not require treatment from a health care professional or second party to address the issue.